Event description:
Patient has had three volume discrepancies at routine refill procedures. The expected reservoir volume being 8cc and the actual volume being 2cc. There have been no charted symptoms of overdose. A follow-up will be sent when additional information is available.